Event description:
It was reported that faradrive steerable sheath clear selected for farapulse procedure. During the procedure the physician attempted first aspiration, a lot of air came from the sheath. Physician was attempted multiple aspiration to resolve the issue, but physician received a lot of air from the sheath. Thus, doctor requested new sheath and procedure completed successfully by using different device, same model. No damage noted on the catheter and the sheath. Pressure bag used for irrigation. Bubble seen in proximal sheath but no air was entered into patient. Guidewire positioned at the hub of the farawave during insertion. No leak and abnormalities were observed during preparation. No patient complication as reported. The device is not expected to return for analysis as discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.